Event description:
Healthcare professional reported left side "volume increase", "pain" and "local heat", in addition to "undulations and peripheral folds" and "moderate amount of peri-implant fluid". Patient later reported "recall". Patient later reported "capsular contracture" and "a lot of pain". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side "volume increase," "pain," and "local heat," in addition to "undulations and peripheral folds," and "moderate amount of peri-implant fluid." Patient later reported "breast is swollen and very hot," "recall," "inflammation," "granuloma," "lymphedema," "folds," "seroma-late," and "anxiety." The device remains implanted.

Manufacturer narrative:
This is a follow up to emdr (B)(4). This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-24079. E1. Phone number continued: (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, inflammation, granuloma, lymphedema, crease/folding of implant, anxiety.